Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel. The distal conductor was distorted, had blood/body fluid (not obstructed) and fracture (overstress). There was blood in/on the helix mechanism (sleeve head). The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over retracted and fractured in the connector. Full lead returned and analyzed.

Event description:
It was reported that the helix of the sprint quattro secure lead could not extend during implant. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.